Manufacturer narrative:
Outcomes attributed to adverse event, description of event or problem, adverse event problem: additional information.

Event description:
On (B)(6) 2019, the log file captured pump stops. These issues only appeared to be occurring while the vad is connected to the power module. The patient was transferred to (B)(6) hospital and under went a drive line repair there. The patient was awaiting transplant. Patient was transplanted at (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the 18¿ driveline confirmed wire damage that would have contributed to the reported pump stop events prior to the distal end repair; however, a specific cause for the pump stops after the repair cannot be conclusively determined through the evaluation of (B)(6). The submitted log files prior to distal end repair contained data from 02sep2019 to 13oct2019. Transient elevations up to 10.4 watts were recorded throughout the log file between 24sep2019 and 27sep2019. Multiple low-speed events on (B)(6) 2019 at 6:28 am, 8:23 am, and 10:44 am. Momentary pump stop events were also captured on (B)(6) 2019 at 10:06 am and (B)(6) 2019 at 9:57 am. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Electrical continuity testing of the driveline (18¿) did not reveal any discontinuities or shorts. Upon the removal of the outer silicone jacket, the examination of the bionate layer was unremarkable. Visual inspection of the driveline¿s wires (18¿) revealed that there was a breach to the insulation of the orange wire at the bend relief, exposing the inner conductors. The orange wire redundantly supports motor phase 3. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused in the low speed and pump stop events captured on the submitted log file. Following the repair, the patient continued to experience pump stop events. A 3rd log file was submitted which captured these further pump stops on (B)(6) 2019 at 9:14 am, 9:19 am, and 10:08 am post distal end repair. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient was placed on an ungrounded patient cable and remained ongoing until they underwent a transplant. (B)(6) was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and approximately 18¿ of the distal portion of the dl was returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet housing. The sealed outflow conduit was returned attached to the pump outlet housing. A bend relief collar was present and secured with green suture. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline (1.5¿) did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. A specific cause for the post-repair pump stops cannot be determined as only 1.5¿ of the driveline was returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 09jan2020. It was reported that the patient underwent transplant due to a short to shield issue. The pump will be returned for evaluation.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump stops on (B)(6) 2019 that was captured on the log file. Customer submitted radiologist's review of percutaneous (perc) lead x-rays. Perc lead x-rays submitted were unremarkable. Customer requested no ground patient cable for this patient.